Event description:
Champion-af study. It was reported that a suspected transient ischemic attack (tia) and chest pain occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2022, and the procedure was performed twenty two days later. A 20mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 15.9mm. The patient was discharged home the same day post index procedure on aspirin (81mg) and apixaban (10mg). Two days post index procedure, the patient reported to the emergency department with complaints of chest pain. The patient developed dizziness followed by pain in the left shoulder radiating into the neck and left side of the face with difficulty speaking and a headache while in the waiting room. The patient was stuttering and the left side of the body became nearly paralyzed, which was notably worsened on the face. A physical examination was performed, which revealed a regular heart rate and rhythm. The chest was non-tender, the lungs were clear with normal sounding breathing, and there was no evidence of injury in the extremities. A neurological examination revealed the patient was alert, oriented, in a normal mood, and calm. The cranial nerves (ii-xii) were intact, however mild weakness was noted in left upper and lower extremity associated with dizziness and confusion. Initial troponin levels were negative and electrocardiology (EKG) revealed no acute ischemic changes. The national institutes of health stroke scale (nihss) two days post procedure was 3. The weakness seen improved significantly while in the emergency department with the symptoms resolving within 20 to 30 minutes. The patient was recommended for computed tomography (CT) due to possible concern of large vessel occlusion. CT of the head without contrast showed no acute intracranial findings, however, atrophy and small vessel ischemic change were seen. The patient was hospitalized on the same day for further evaluation. On the same day, a CT assessment of the head and neck revealed no significant stenosis in aortic arch and common carotid arteries. Atherosclerosis plaque and calcification were noted in bilateral carotid bulbs, however, no evidence of significant hemodynamic stenosis, vascular malformation, or aneurysm were seen. No mass effect or midline shift and no large vessel occlusion in the head or neck were noted. One day later, the patient returned to baseline neurological levels and denied any headache, vison or speech changes, focal weakness or numbness, dizziness or chest pain, shortness of breath, nausea or vomiting or fever or chills. The etiology of the symptoms were unclear, however, a complex migraine or tia were suspected. Four days post procedure, the modified rankin score (mrs) was 0 and the event was considered to be resolved. The patient was then discharged home on aspirin and apixaban.